Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: there were only two devices returned as in house analysis of the third device showed that it was functional and in working condition.

Event description:
It was reported that during a wedge resection procedure, the device fired 1/2 way and locked on the tissue. Neither the reverse button nor battery swap nor manual over-ride would retract the device. The surgeon had to cut around the device to remove it. The procedure was completed by cauterizing the tissue that was cut around the jaws using an unknown device. There was no patient consequence reported.